Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was not dependent and there were no patient consequences.

Manufacturer narrative:
The reported event of premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.